Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked. During puncture with an indwelling needle by a nicu nurse, there was simultaneous spillage of blood during withdrawal of the needle core; during puncture with an indwelling needle, more air was withdrawn when drawing back blood.

Event description:
No additional information provided.

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.